Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low and that emergency medical services had to pick him up. The blood glucose reading was not provided. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial reports. The device passed the delivery accuracy test.

Manufacturer narrative:
After further review of the complaint, it was determined event date and description were filled out incorrectly in the initial complaint.

Event description:
The customer stated that he was with the insulin pump trainer; the trainer helped the customer hook up to the new insulin pump. The customer stated he started feeling weak and low. The customer had been connected to the insulin pump for 45 minutes to 1 hour. Customer is unsure how low he dropped but believes he dropped to 40 to 45 mg/dl range. The insulin pump trainer tested me and treated me with juice and food. The customer stated his blood glucose was not going up so they called the ambulance and ems connected me to an IV and took him to the ER. At the ER they ran some test and treated his low blood glucose then were released. Customer's blood glucose at time of incident: unsure 40 to 45 mg/dl range. Customer's current blood glucose: 125 mg/dl. While reviewing customer found basal settings were not matching his old pump, but were not off by lot. While reviewing the bolus wizard customer found bolus carb ratios were not matching.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.